Event description:
Hcp reported pt presented with signs of an infection of the device pocket. These include redness and drainage. Cultures were obtained from the device pocket. "Organism cultured none". No meningitis reported. The pt was treated with IV and oral antibiotics and total device system explant. Hcp reports pt's outcome is unk. Pt is no longer being treated at this physician's office.